Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet was chosen for implant using a 14f amplatzer amulet delivery sheath. During the procedure, multiple attempts were made to deploy and position the device. The physician advanced the system distally to deploy the device; however, the device opened orthogonally to the sheath, attributed to pushback from the left atrial appendage. When the device was retracted back into the sheath, damage to the tip of the sheath was observed. It was noted that the sheath tip had material deformation. The issue was noted when the device was retracted when it was still in the delivery system. The device was partially recapture twice during the procedure and once it was fully recaptured. The procedure was subsequently completed using a new 25 mm amplatzer amulet device and a new 14f amplatzer amulet delivery sheath. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.